Event description:
The 840 ventilator failed leak test. There was no patient involvement at the time of the failure. Covidien inspected the device and found the oxygen (o2) sensor was broken. The o2 sensor was replaced and passed all testing.

Manufacturer narrative:
(B)(4).